Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line) and 2367 (cascading alarm) during patient connection in dwell. Baxter reviewed proper procedures with the patient as there was a clamp open on an unused line and hp tried to prime while connected. The technical service representative advised the patient to contact the nurse. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(4) 2012. The nurse stated the event was not reported and the patient was doing fine with therapy as far as she knew. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon any additional information received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).the label review found the labeling adequate for the use error in this complaint. The problem was confirmed and the cause was use error open clamp,